Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, a damaged trailing haptic was observed. A posterior capsule rupture did occur and was reported to not have been caused by the iol. There was no reason provided for the cause of the capsule rupture. The patient did experience postoperative inflammation that may have been caused from the patient's diabetic condition, prolonged surgery due to the posterior capsule rupture and prolonged surgery time due to the damaged lens being replaced. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned in a contact lens case. The lens is in five pieces. This corresponds to the cuts made to remove the lens on the dvd. Product history records were reviewed and the documentation indicated the product met release criteria. An approved cartridge and viscoelastic were used. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. An unqualified handpiece was used. The handpiece is not approved for use with the cartridge used. The dvd was reviewed. The cartridge tip comes into view and is inserted in the incision (17:12). The leading haptic is in a question mark shape. The trailing haptic is in the optic fold. The lens is advanced and the plunger tip appears to override the trailing edge of the lens and be inside the optic fold. The lens is almost fully delivered and then it appears to become stuck. The lens starts to unfold with the trailing haptic and optic edge still in the device. The plunger can be seen on the optic edge as the rest of the lens is pushed out of the tip. The optic edge is cracked where the plunger tip overrode and the trailing haptic is broken in the gusset area (still attached) where the plunger made contact due to the override. The lens was cut into pieces and removed. The second lens implanted has the same occurrence of plunger override with slight edge damage at the same area, but the haptic remained intact. The root cause appears to be related to a failure to follow the dfu. The dvd review showed the damage was related to plunger override. The use of product combinations not qualified may lead to damage or delivery issues. (B)(4).